Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('left coil embedded into uterus') in a 26-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain ("extreme pain"), device expulsion ("left coil embedded into uterus") and alopecia ("thinning hair"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the embedded device, pelvic pain, device expulsion and alopecia outcome was unknown. The reporter considered alopecia, device expulsion, embedded device and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. New event added: thinning hair. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('left coil embedded into uterus') in a 26-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity. Previously administered products included for an unreported indication: hepperon. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain ("extreme pain"), device expulsion ("left coil embedded into uterus"), alopecia ("thinning hair") and thrombosis ("I have blood clot disorder"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the embedded device, pelvic pain, device expulsion, alopecia and thrombosis outcome was unknown. The reporter considered alopecia, device expulsion, embedded device, pelvic pain and thrombosis to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. New reporter and patient historical condition , event I have blood clot disorder added on 23-mar-2020: social media received. New reporter was added. Coding correction, fu2 and fu3 were processed together based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('left coil embedded into uterus') in a 26-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity. Previously administered products included for an unreported indication: hepperon. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain ("extreme pain"), device expulsion ("left coil embedded into uterus"), alopecia ("thinning hair") and thrombosis ("I have blood clot disorder"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the embedded device, pelvic pain, device expulsion, alopecia and thrombosis outcome was unknown. The reporter considered alopecia, device expulsion, embedded device, pelvic pain and thrombosis to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-may-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('left coil embedded into uterus') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain ("extreme pain") and device expulsion ("left coil embedded into uterus"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the embedded device, pelvic pain and device expulsion outcome was unknown. The reporter considered device expulsion, embedded device and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.